Event description:
It was reported that the doctor removed a loose craniotomy flap six weeks after implantation and observed that all four burr hole clamps were broken. There was no report of serious injury as a result of the alleged breakage.